Event description:
It was reported via repair work order that the bed had no power due to the power supply/breaker inlet being broken. It was further reported that the main power cord sheathing was torn where it enters the plug. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.